Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
When the valve was connected to the ventral and distal catheters, it would not flow. Replacement used without issue. Valve was primed prior to use. No reported patient harm or delay in surgery greater than 30 minutes.

Manufacturer narrative:
Updated UDI: (B)(4). Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804pl with lot cvhbyr, conformed to the specifications when released to stock in 28th june 2016. No root cause could be determined as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.